Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023 at 8:00 pm, the patient's father found the patient with persistent vomiting, weakness, and that he had not eaten all day. His father called emergency medical services who transported the patient to the hospital where he was admitted for a bg of 1250 mg/dl (cgm value not provided) and treated with IV insulin and other unspecified medications. The father stated the patient¿s tandem pump was found empty at 8:00 pm and the patient had not been receiving insulin. It was not confirmed how long the pump had been empty as the patient was receiving insulin from his pump at 8:00 am that morning. The patient was released from the hospital a week later and has recovered. At the time of the report on (B)(6) 2023, the patient¿s cgm was 109 mg/dl but his bg was 280 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values post event fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction is required.